Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor panel was not responding and detergent was leaking from the detergent channel during the reprocessing cycle. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, stress was applied to inside of the sensor which caused damage and caused slight peeling of welding section. As a result, detergent may have slowly leaked. Olympus will continue to monitor field performance for this device.